Manufacturer narrative:
(B) (4). Endoleak. Short and dilated aortic neck. Stent graft was implanted in a patient with a short aortic neck.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approximately 6.5 months ago. The aortic neck was short measuring 6 mm in length. The vessels were moderately tortuous and moderately calcified. It was reported that the patient returned for a routine follow-up 1 month ago and there was a proximal type 1 endoleak noted. This was attributed to disease progression which resulted in aortic neck dilatation. The patient was treated with a 36 mm diameter talent aortic cuff along with coiling of the aortic neck. At the same procedure, 2 iliac limbs were implanted in the bifurcated stent graft as a preventative measure in order to achieve additional radial force against the vessel wall. No additional clinical sequelae were reported and patient is fine.